Manufacturer narrative:
(B)(4). Review of device history found no evidence of product nonconformance and the device likely left the manufacturer conforming to print. During the evaluation of the returned device, the fractured peg was confirmed. Root cause of the event is most likely prolonged use over time; however, a conclusive root cause cannot be determined with the available information. A design change, which included shortening of the peg, was initiated after the manufacture of this device and mitigates this risk. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture," and, "biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, states, "specialized instruments are designed for biomet joint replacement systems to aid in the accurate implantation of the prosthetic components. The use of instruments or implant components from other systems can result in inaccurate fit, incorrect sizing, excessive wear and device failure. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Device requested, not yet received.

Event description:
A patient underwent a total shoulder arthroplasty and an instrument fractured into two pieces. There was no patient injury or delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.